Manufacturer narrative:
H3. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. This device is used for treatment, not diagnosis. F6 & f8 not required, as this is the manufacturer report.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2012. They were subsequently revised on (B)(6) 2022, approximately 9 years 6 months after their primary procedure. (B)(6) 2022 op report findings: significant reactive tissue about both the femoral and tibial components, they were grossly loose, there was gross fracture of the polyethylene. The patellar button had minimal abrasive wear. There was a lot of osteolytic debris present throughout the knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a4, b5, b7, and g3. Further information and/or re-opened investigation findings will be provided within 30 days of receipt.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the devices and the bones, which led to aseptic (non-infected) loosening. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d8, h6 - health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, h7 and h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may been the result of prosthesis wear, osteolysis, and insufficient bonds between the devices and the bones, which led to aseptic (non-infected) loosening. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h10. The following sections were corrected: e1, e2, e3 and h6 - health effect - clinical code. H10: multiple MDR reports were filed for this event, please see associated report: (B)(4). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. Concomitant medical products: logic cr femoral cem, right, sz 3, (category #: 02-010-03-0330, serial #: (B)(4), lgc tibial fit tray cem sz 3f / 3t, (category #: 02-012-45-3030, serial #: (B)(4), knee item-misc, (category #: 200-00-00), three peg patella 35mm, (category #: 200-02-35, serial #: (B)(4), holding pin headless sharp point long 4pk, (category #: 201-78-14, serial #: (B)(4), holding pin mini sharp point 4 pk, (category #: 201-78-15, serial #: (B)(4), 11-4132 stryker sys 6 90x13/21x1.19, (category #: 203-96-42, serial #: (B)(4) correction/removal number: z-0021-2022.

Event description:
As reported, the female patient had an initial right tka on (B)(6) 2012. The patient was revised on (B)(6) 2022.